Event description:
The event involved a clave¿ connector where it was reported that during the infusion process, there was leakage that can be seen from the patient's arm. After inspection, the nurse found leakage at the interface of the infusion connector. A new infusion connector was immediately replaced, then it can be used normally without leakage. There was patient involvement, but no patient harm/adverse event reported.

Manufacturer narrative:
E1 - initial reporter phone: (B)(6). The complaint of leaks on item 01c-c1000 cannot be confirmed. Since no product samples, pictures, or videos were received for investigation. Without the return of the used sample, a comprehensive failure investigation cannot be performed, and probable cause cannot be determined. The device history report (DHR) lot# was reviewed, and no non-conformities were found that would have led to the reported condition on the complaint.